Event description:
It was reported that the monofocal intraocular lens (iol) tore in the injector. There was no patient contact with the iol or cartridge; therefore, did not affect a patient. The procedure was completed with a backup/replacement iol. It was noted that the damage was not due to use error. It was confirmed that cartridge lubrication/balance salt solution (bss) with no additives and at room temperature was used. It was indicated that the initial movement of the lens is performed by scrub which is uninterrupted once the lens passed the dwell position and when advancing the lens they are making twist (small ¼ twist). The lens or cartridge are not available for return. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.